Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a qdot micro. Initially, it was indicated that during the operation, the signal interference (noise) was observed on ic, bs, or all ECG (bs + ic) channels on the carto® system. Signal interference of map1-2 was observed. The physician had an intact ECG signal available to monitor patient heart rhythm. A second device was used to complete the operation. There was no adverse event reported on patient. With the initial information available, this signal noise issue was assessed as non MDR reportable. However, on 22-apr-2025, additional information was received which indicated that there was no physical damage on the catheter tip. There were no wires being exposed. However, there were some sharp rings. As such, the event was re-assessed as MDR reportable with an awareness date of 22-apr-2025.

Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the tip of the catheter was observed. However, no damage on the electrodes or evidence of the reported noise issue was observed: therefore, the reported issue cannot be confirmed. A manufacturing record evaluation was performed, and no non-conformance's related to the reported complaint condition were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).